Manufacturer narrative:
Sorin group (B)(6) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). Sorin group (B)(6) received a report that the touch screen of the s5 roller pump was unresponsive during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive during a procedure. There was no report of patient injury. No product was returned for evaluation. Based on photographs of the involved device, sorin group (B)(4) has concluded that the issue was cause by liquid having penetrated into the touch screen. A CAPA was initiated and a change order has been implemented with corrective actions to address this issue.

Event description:
Sorin group (B)(6) received a report that the touch screen of the s5 roller pump was unresponsive during a procedure. There was no report of patient injury.